Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result on a coaguchek xs meter serial number (B)(4) when compared to a coaguchek inrange meter. The customer's xs meter result was >8.0 inr and the inrange meter result was 5.7 inr. Both results were taken at '11 o'clock' by capillary blood. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has not taken marcumar for at least 3 days prior to the result. The customer's last heparin dose was in (B)(6) 2018. The customer's hematocrit is unknown.

Manufacturer narrative:
The customer¿s returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 2.4 inr , retention meter and customer strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 4%. The customer¿s returned meter was measured with the retention test strips 322641-10 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 2.9 inr , retention meter and customer strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.2 inr, customer meter and customer strips: 2.2 inr. The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.